Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a burr on the end of it. The burr was reportedly snagging the patient's urethra during insertion and removal. The patient allegedly experienced pain.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection verified a lump at the funnel on the returned sample. Based on evaluation, it was concluded that the exact time of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter had a burr on the end of it. The burr was reportedly snagging the patient's urethra during insertion and removal. The patient allegedly experienced pain.